Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to (B)(4). (B)(4) checked the subject device and found that the reported phenomenon was caused by the damage of the channel. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus (B)(4), it was found that there was the foreign material in the suction cylinder. Even though after cleaning with the brush, the foreign material existed. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus korea (okr). Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the information from okr and past similar case, omsc considered that the reported phenomenon was attributed to the followings. - due to the inappropriate reprocessing of the channel. - due to the delay in pre-cleaning after the procedure, the foreign material stuck in the suction channel, and it became difficult to remove. Olympus stated the appropriate handling of gif-h170 and the counter measures against abnormalities in the instruction manual of gif-h170.